Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with her daughter's high blood glucose levels. The mother states her daughter is receiving no delivery alarms. The customer's blood glucose level at the time of incident was 497mg/dl. The mother states they treated the high levels with a manual injection. The customer states they might have noticed a bent cannula on the first set, but she was not sure. Trouble shoot was conducted, and the customer will be changing sets and site location. The customer will call back if issues persist.